Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) confirmed there was no evidence of noise on the lead, and the health care professional (hcp) noted the patient would be seen in the clinic for further evaluation. Subsequently, this ICD was explanted due to a therapy upgrade. The rv lead of this ICD remains in service and impedance measurements appeared to stay within range after the ICD was replaced. This ICD has not been returned to boston scientific and no adverse patient effects were reported.